Event description:
Reporter noted posterior capsule tear using 0.3mm 1/a tip. Large amount of cortex remained, intraocular lens was not implanted and finished surgery. On 7/8/98, pt transferred to another facility to aspirate residual cortex and implant intraocular lens.